Event description:
Reportable based on analysis completed on 20sep2011. It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. The 80-90% stenosed lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The 3.0 x 32mm liberte bare (mr) stent delivery system was unable to cross the lesion. The procedure was completed with another of the same device. There were no reported patient complications and the patient's condition was normal. However, device analysis revealed a shaft fracture and stent damage. Follow up with the site indicated the shaft fractured while trying to advance the stent through the guide catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube at 61cm distal to the strain relief. Both sections of the hypotube break were kinked at various locations along their lengths. A microscopic examination of the break site identified that the break in the shaft occurred as a result of a severe kink that occurred in the hypotube. Both the break and the kinks that are present are consistent with excessive force having been applied to the shaft. An examination of the crimped stent identified that the proximal edge of the stent was damaged with the stent struts lifted and misaligned. No issues existed with the profile of the tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).